Manufacturer narrative:
(B)(4)

Event description:
It was reported increased pacing lead impedance and thresholds were observed over the past four months. The patient that presented to the hospital for a lead revision. The lead was capped and replaced. The patient condition after the procedure is well.